Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer reported blood glucose level was not impacted. The customer changed out all supplies prior to contacting tandem technical support.